Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 7:30am. The patient manages her diabetes with an insulin pump and metformin pills (500 mg 2x daily). The patient continued to follow her usual dose of medications. About 4 ½ hours after the start of the alleged issue, the patient claims she felt symptoms of blurry vision, dry mouth, fatigue and had pain on the legs. Treatment was not specified. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.